Event description:
It was reported that upon connecting the new device, intraoperative impedances were 'high.' The health care provider (hcp) replaced the lead and extension to resolve the issue. There were no patient symptoms or injuries. Please see manufacturing report #3004209178-2012-11175 for related event. The patient's old device was replaced with the above mentioned device due to suspected overdischarge.

Manufacturer narrative:
Product ID 3887-28, lot# j0104129v, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708340aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension. (B)(4).